Event description:
It was reported that resistance was encountered during deployment of a vascular stent in the sfa. The delivery system "popped" after approximately 5cm of the stent had been released and the stent would no longer deploy. The catheter was pulled back and the remainder of the stent was deployed; however, the stent elongated from 200mm to 300mm. No patient injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.